Manufacturer narrative:
The patient's age was not provided. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2017, the patient was implanted with a left ventricular assist device as a bridge to heart transplant. On (B)(6) 2018, it was reported that the patient was admitted with hematemesis. The patient has a history of chronic nausea and vomiting and multiple studies have been completed to address this including endoscopy and abdominal ultra sound. The patient is followed by the psychology department to determine if this is psychosomatic in nature. The pump flows have been fluctuating, but appear to be decreasing since admission. The results of the echocardiogram were provided and revealed that the patient has mild to moderate mitral regurgitation and trace/mild continuous aortic regurgitation. The patient's psychiatric medications were changed and the patient was discharged home, although it was reported that the patient continues to have daily vomiting episodes. No further information was provided at the time of this report.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed a low flow event; however, a specific cause could not conclusively be determined through this evaluation. The log file operated above the low speed limit for the duration of the log file. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. It also describes the actions to take in the event of a low flow alarm. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.